Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was no longer effective at providing an artificial erection. During the procedure, a breakage of the tubing was identified. No patient complications were reported.